Event description:
It was reported that the caller experienced a cartridge alarm 20, prompting concerns regarding insulin delivery. There was no adverse impact on the customer's blood glucose level. The customer contacted primary care provider for backup insulin therapy.